Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap, 501k number: k121623.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's product investigation lab (pil) for evaluation. The device error logs identified five vent inoperative alarms which occurred after five pressure failed alarms. High internal o2 alarms were also observed. The pil was unable to duplicate any of the alarms in the laboratory. The device was sent to engineering for further evaluation. Engineering determined the cause of the pressure failed and vent inop alarms to be blockage of the etched disk by dust and debris. Upon visual inspection it was identified that the inlet filter was missing, and the air inlet appeared dirty. The unit was scrapped after evaluation.